Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) - incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that during an unspecified surgical procedure, it was observed that the artifacts electric arcs were formed around the tip of the electrode. According to the report, the electric arcs artifact were unusual and could have burnt the patient. Luckily, the patient was not impacted. It was reported that another electrode was used to complete the surgery. The incident generated a delay in surgery of approximately 10 minutes, the time required to change the electrode to complete the procedure. There was no risk for the patient as the surgeon used a new electrode. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. Under magnification it was observed that the active tip had a burnt manifold between the 4 o'clock to 5 o'clock position, indicating a spark did occur on the active tip, confirming this complaint. Only a small section of the active tip was observed to be burnt, indicating the user identified the sparking immediately. No functional testing was conducted to avoid further damage to the electrode and damaging test equipment. The supplier completed a CAPA investigation to address the melted manifold failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue was also investigated via mitek dr. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. This lot of product was manufactured after implementation of the CAPA corrective actions. Although the CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).